Event description:
It was reported that there were concerns of premature battery depletion (pbd) on this pacemaker device. The health care professional (hcp) stated that the battery longevity dropped from 2.5yrs to now reaching at elective replacement indicator (eri) in a year. Data analysis was requested. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) on this pacemaker device. The health care professional (hcp) stated that the battery longevity dropped from 2.5 years to now reaching at elective replacement indicator (eri) in a year. Data analysis was requested. This device remains in service. No adverse patient effects were reported. Additional information received indicated that this device had no unusual faults or resets and was operating normally. The power consumption was stable and within expectations based on programming and therapy delivery with no evidence of premature battery depletion (pbd).

Manufacturer narrative:
This event is no longer reportable since we received additional information that there have been no allegations for this device and section b5 describe event or problem was updated. Please disregard report 2124215-2025-29373. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.